Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 5 years, 2 months. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not yet complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 04/05/2011. The patient reported receiving driveline fault alarms beginning on (B)(6) 2016, which initially resolved upon clearing, but recurred on the night of (B)(6) 2016. A system controller log file, which was reviewed by the manufacturer's technical services representative in relation to a previous log file submitted in december 2015, appeared to show that a wire was broken or fatigued somewhere within the percutaneous lead causing the alarms. The patient was reported to be asymptomatic. The submitted x-rays reviewed by the manufacturer's technical service representative showed shield damage in two areas, the distal end bend relief by the system controller and also the pump end bend relief. The driveline fault alarms appear to be intermittent. No pump stoppage or low speed events had occurred. On (B)(6) 2016, the patient experienced another driveline fault alarm. On (B)(6) 2016, technical service team performed a percutaneous lead evaluation and repair. The continuity test did not reveal any broken wires. The entire external portion of the percutaneous lead was replaced with no issues. After the repair, the driveline fault did not reoccur and the patient was discharged home.

Manufacturer narrative:
Approximately 20 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. The returned portion of the lead was tested for electrical continuity in the condition that it was received in and the test revealed an open circuit condition on the orange wire. The silicone jacket, clear bionate, and braided shield layers of the lead were then removed and examination of the underlying wires revealed that the conductors of the orange wire were severed at the terminus of the bend relief. The insulation was intact. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the lead in this area. The remaining wire appeared slightly abraded, but were otherwise unremarkable. No wire insulation breach was observed. The orange wire redundantly supports motor phase 3. The open circuit created by the damage to the orange wire would have resulted in the reported driveline fault alarms that were confirmed through the evaluation of the submitted system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support. The manufacturer is closing the file on this event.